Event description:
It was reported that difficulty was encountered trying to pass the iab through the insertion sheath, so a second iab was inserted. As this iab was inserted, the balloon began to unwrap, and could not be advanced into the correct position. This iab also was removed and the pt was sent to surgery without iab support. There were no further complications.